Manufacturer narrative:
The event date is unknown. However, it was reported as being (B)(4) 2010.

Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years old. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure in the colon. The event date is unknown. According to the complainant, during the procedure, they made an attempt to deploy the clip however, the clip would not close. It was noticed that one of the clip arms was bent. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure in the colon. The event date is unknown. According to the complainant, during the procedure, they made an attempt to deploy the clip however, the clip would not close. It was noticed that one of the clip arms was bent. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.